Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative found a clogged/sticking valve and tubing. He replaced the acrylic blocks on the ise (ion selective electrode) housing and valves. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas 6000 c (501) module. Patient 1: the initial na result was 128 mmol/l, and the repeated result was 141 mmol/l. Patient 2: the initial na result was 136 mmol/l, and the repeated result was 125 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated due to the physician questioning the initial results.

Manufacturer narrative:
The calibration was acceptable. The qc was within the provided ranges on the day of the event at 00:42. The qc was out of range for all electrolytes at 17:43 on the day of the event. The alarm trace showed "ise noise", "ise calibration", "abnormal sample aspiration", "abnormal probe sucking", and "sample short" alarms/errors. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.